Event description:
It was reported the patient has not used or charged her ipg since (B)(6) 2012. An sjm representative met with the patient and indicates the ipg will not communicate with external devices. The patient is considering if she wants to undergo possible surgical intervention. No additional information is available at this time.

Manufacturer narrative:
Correction: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.